Event description:
A pt was skin tested on 5/6/96 with negative results, and has a multiple treatment history. The pt was treated on 10/28/96 in the glabella. During the injection, a "white blanch" was observed at the treatment site; treatment was discontinued. Approximately 5 minutes after the treatment, "duskiness" was observed at the treatment site. The physician believed that the symptoms were related to a vascular occlusion. No medical or surgical intervention was prescribed. Follow up was received on 5/6/97 and 5/15/97 which indicated that on her last visit to the physician on 12/3/96, there was some residual redness with a blanched center and some depressed scarring at the glabella. No intervention was discussed at that time.